Event description:
New generator data was made available. This data indicated that the device is depleting normally. No malfunctions were identified. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by that the patient underwent a parathyroidectomy and after the procedure, the battery life of the generator had dropped to a low battery status. The battery status pre-surgery was unknown. It was noted that the vns was replaced about 11 months ago. No other relevant information has been received to date.